Manufacturer narrative:
S/w ver 2.8c pump not in manufacture mode. Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss. The power management tool confirmed power error 25 alarms and power loss alarms were triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.

Event description:
The customer reported via phone call that they had power error detected and power loss alarm. The customer's blood glucose was 324 mg/dl. Troubleshoot was performed. Customer received a power loss alarm after inserting new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.